Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited out of impedance alert. The device was re-interrogated and the same message displayed. The patient had undergone a bypass procedure recently which involved electrocautery. Device software was loaded successfully and the device resumed normal functions.